Event description:
Scrub nurse tightened bone scalpel to recommended tightness. Bone scalpel was attached to generator and function was checked. Everything in working order. Bone scalpel was used by attending surgeon to perform lumbar laminectomy. Bone scalpel was used on left side of patient's spine to achieve desired outcome. Bone scalpel was used continuously for 15-20 seconds. Operation of bone scalpel was stopped while bone scalpel was handed from attending surgeon to resident surgeon. Resident surgeon proceeded with lumbar laminectomy on right side of patient's spine. 2 of 3 laminectomies were performed without incident. At the beginning of the third level, half of the 10mm bone scalpel blade broke off inside the surgical wound as the resident performed a laminectomy. Broken bone scalpel piece was found by resident surgeon. No harm had come to patient, as verified by resident and attending surgeon. Broken blade was documented and disposed of after case completion.